Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mechanical valve sizer was chosen for a procedure. During procedure, it was noted that the plastic fracture at the handle of the valve sizer occurred in the hospital. The distributor has confirmed with the hospital that the hospital adopts one of the disinfection methods specified in the chinese user manual of the valve sizer. The hospital inspects the valve sizer for cracks and damage before and after each disinfection. Subsequently, the surgeon replaced the valve sizer and valves with products from other manufacturers to complete the operation. The patient has recovered and been discharged